Event description:
My philips dreamstation 2 CPAP (continuous positive airway pressure) device (a replacement for the recalled philips dreamstation) has been getting extremely hot during use, even though I daily fill the tank to the max level with distilled water and often find the tank completely dry after 6-7 hours of sleep. I am smelling a burning smell from the device, and my spouse has commented on the odor.